Manufacturer narrative:
Additional information was received that device malfunction was suspected after the fall.

Event description:
A report was received that the patient had a fall and was experiencing loss of stimulation and difficulty charging of the ipg. It was noted that the lead had moved. The patient underwent a revision procedure wherein the ipg and leads were replaced. Device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a fall and was experiencing loss of stimulation and difficulty charging of the ipg. It was noted that the lead had moved. The patient underwent a revision procedure wherein the ipg and leads were replaced. Device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a fall and was experiencing loss of stimulation and difficulty charging of the ipg. It was noted that the lead had moved. The patient underwent a revision procedure wherein the ipg and leads were replaced. Device malfunction was suspected. The patient was reportedly doing well postoperatively.